Event description:
Customer reported that pump screen was dark and unresponsive, not turning on despite troubleshooting efforts. Customer's blood glucose level was 19 mmol/l. Technical support instructed customer to use an alternate backup therapy to maintain insulin delivery and arranged for a replacement pump since the device was under warranty. Customer was guided on how to return the faulty pump and agreed to follow the necessary steps.